Event description:
I am generating this letter to your attention pursuant to an issue that I am having with (B)(4) changing out my bi-pap device for another brand. I was originally issued a luna bi-pap machine in (B)(6) 2023. The machine that was originally sent to me did not operate because (B)(4) sent me the wrong water reservoir and hose for the unit. I had contacted (B)(4) and had to leave a message. Eventually, someone from (B)(4) contacted me and subsequently supplied me with a working luna device and parts. I was having issues with the device causing me labored breathing and the reservoir was not working properly. The water would not dispense, and I was not getting any humidification when breathing and my tongue and mouth were very dry halfway through the night. I had followed up with my physician who indicated to me that the device I have is not the proper machine to use and she highly recommends that I change the machine as soon as possible. She mentioned that she would send in a prescription to (B)(4) for a different brand of bi-pap-machine. My physician also stated that she could not automatically download the sleep data over the computer that she needed to monitor my progress, like the other bi-pap brands. She mentioned that I would have to come into her office each time for her to download the data. I contacted and spoke with a manager at (B)(4) about changing the bi-pap device brand. I was told that since I did not contact the office within 30 days, (B)(4) could not and will not exchange the machine for a different brand. It did not matter that my physician submitted a new prescription for another brand. I had informed the manager that the 30-day rule should not apply, since (B)(4) originally sent me the wrong equipment with the original luna bi-pap device. I was also never informed about any 30- day limitation of changing a bi-pap machine. I find this policy to be unconscionable and possibly an actionable case in court. I am a disabled person on social security disability. If a patient is suffering with the current medical device and their doctor recommends and requests a different device, then the medical supply company should honor the proper equipment, especially for a disabled person. Would you please investigate this situation and have (B)(4) exchange my bi-pap device for a different brand. In the meantime, I will be reaching out to my insurance company, the (B)(6) department of consumer affairs, the FDA and us doj civil rights division (since I am on medical disability) and advise them of the situation. I would strongly suggest that you contact your legal counsel on this situation since you may be in violation of ada title ii. I can be reached at #(B)(6), should you want to discuss further. Thank you.